Manufacturer narrative:
The technician found the foot end of the stretcher was drifting down due to a leaking foot cylinder. The fluid was leaking into the pan underneath the cylinder. The technician replaced the cylinder to repair the bed.

Event description:
Info received indicates the stretcher is leaking hydraulic fluid.